Manufacturer narrative:
Concomitant medical products: 4086 lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they believed their cardiac resynchronization therapy defibrillator (crt-d) battery is defective and that they are not sure the device is working properly. The device remains in use. No patient complications have been reported as a result of this event.